Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported that there was a discrepancy in the heart rate between the defibrillator and the bedside monitor where the heart rate on the defibrillator was lower than expected.